Manufacturer narrative:
This device was explanted on (B)(6) 2021. Prior to removal of the ICD, it was noted that the battery status changed back to 87 percent. Device was returned for analysis. Upon receipt, the device interrogation revealed the eri battery status, confirming the clinical observation. The device was implanted for 34 months and 13 charging cycles were recorded in the icds memory. The device was subjected to an electrical analysis. During the analysis the battery was found depleted. The current consumption of the ICD was evaluated and proved to be normal and as expected. In a next step, the device was opened to inspect the inner assembly. Visually no deficiencies were observed. The current consumption of the electrical module was directly measured and found to be elevated. Further electrical investigations revealed that a low voltage capacitor of the electronic module was damaged, causing an increased current consumption, draining the battery. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Biotronik has informed the health care professional about this analysis result, who decides, based on the patients individual circumstances and medical judgment, if the device will be exchanged. Should further relevant information or the device itself become available, this investigation will be updated and you will be informed accordingly.

Event description:
Eri alert was received via (B)(6). (B)(6) data was obtained. On (B)(6) 2021 the hospital is planning to contact to the patient for follow up.